Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was found to be torn. A damaged button will permit contamination to permeate which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged bolus button should be clearly visible and prohibit the use. The owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the audio bolus button responded appropriately; the complaint was not duplicated.

Event description:
The reporter contacted animas on (B)(6) /2012 stating the audio bolus button was unresponsive. The reporter stated the keypad rubber was peeled off the pump. The patient reportedly wore the pump exterior to a garment. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.